Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on that (B)(6) 2026, a 27 mm navitor vision valve was selected for implant. The valve was successfully implanted. No clinically significant delay was reported. The patient remained hemodynamically stable throughout the procedure. A cerebral infarction was detected on (B)(6) 2026. Dysphagia subsequently developed. The adverse event was reported to have occurred more than 48 hours after the implant procedure. Cerebral infarction was later confirmed by magnetic resonance imaging (MRI). Treatment was provided, including administration of bayer aspirin and placement of a nasogastric tube. It was further reported that the patient experienced permanent injury/disability related to the event. In the physician's opinion, the navitor vision valve caused/contributed to the cerebral infarction and dysphagia. The stroke symptoms, including impaired swallowing function (dysphagia), were ongoing at the time of reporting. The hospitalization was ongoing at the time of reporting; therefore, the total duration of hospitalization was not available. Current patient status was reported as hospitalized.